Event description:
It was reported that during a routine follow-up a non-sustained lead noise episode due to ventricular oversensing was noted. The physician elected to monitor the patient. The patients condition is fine.